Manufacturer narrative:
Follow-up #1: date of submission 9/10/15 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: black box shows no evidence of short battery life however replace battery alarms observed in black box on (B)(4) 2015 moisture evident behind display lens. Due to internal moisture contamination, pump powers with returned battery cap to a multicolored distorted display image. Battery cap is able to fully tighten however "coin slot" on top of battery cap is damaged.. Battery compartment intact. Pump case cracked in upper corner of display area.. Due to internal moisture damage sleep "current draw" not within specifications. Leak test shows leak at crack in pump case. Evidence of moisture contamination throughout inside of pump. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a power/battery life with damage/moisture. Top of the battery cap is worn and damaged. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.